Event description:
Erroneously high creatinine (crem) results were produced by the synchron lx20 pro clinical system for two samples. The initial crem results were 2.76mg/dl and 4.14mg/dl.the specimens were re-tested and repeated results obtained were: 0.23mg/dl and 0.68mg/dl, respectively. The high crem results were not reported out of the lab, and there was no affect to patient treatment as a result of this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced the stirrer motor.the crem reagent in use was found to have solid picric acid particles in the reagent. Although the particles in the reagent may have contributed to this event, a clear root cause has not been determined. A malfunction will be assumed for the purpose of this report.